Manufacturer narrative:
The device is not available for evaluation. If it becomes available as such, a follow-up report will be submitted.

Event description:
It was reported that the patient has wounds on the lateral aspect of the knee at the joint line due to poor-fitting brace. Further information was requested to clarify extent of wounds. Further information was provided that the aforementioned "wounds" looked like either pressure or friction sores. They were oval shaped and red. The patient is able to do some activities, but not long term standing due to pain in the knee joint. The patient reportedly did not require medical treatment for the wounds.

Manufacturer narrative:
Initial reporter occupation: unknown.

Event description:
It was reported that the patient has wounds on the lateral aspect of the knee at the joint line due to poor-fitting brace. Further information was requested to clarify extent of wounds.